Event description:
The pt was reported to have a narrow, angulated neck. A 26mm diameter graft was placed in a 20mm aortic neck. The final angiogram demonstrated type I superior and inferior endoleaks. A wallgraft was placed in the left iliac artery to obtain a seal. The superior attachment was treated with add'l ballooning and the placement of a stent. It was then noted that the pt was experiencing either an endoleak or rupture. The pt was converted to standard open repair. It was determined that the pt had suffered a rupture of the posterior aorta. A standard graft was sewn to the endograft. Upon completion of the surgery the pt experienced heart failure and expired. No add'l info was provided.